Event description:
Customer reported via phone call to have received a battery out limit alarm, off no power and a communication error alarm. Customer's blood glucose was 164 mg/dl and was treated with manual injection. Customer was stuck in the off no power and communication error alarm loop. Troubleshooting could not continue as call was dropped and customer could not be reached.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.